Event description:
According to the distributor's report dermabond topical skin adhesive was used in the dermabond long incision study. And the pt developed a periareolar abscess. Investigator noted that the severity of the event was mild, the relationship to the device is listed as possible, and the pt was treated with augmentin. No microbiologic cultures were performed and the lot number is not available.